Event description:
Event description guidant received information that during the procedure to replace the existing abdominal implantable cardioverter defibrillator (ICD) due to an elective replacement indicator (eri), the chronic leads were tested with a pacing system analyzer (psa) and noted to have normal measurements. Upon attaching a new ICD to the chronic leads, noise was noted on the real-time electrograms as well as out-of-range lead impedance measurements. As a result, the ICD was not used was not used and the chronic leads were capped. A new pectoral ICD system was successfully implanted.